Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 trauma fast flow systems (h-1200) gave a clamp alarm, and, displayed a red light h-3 1b. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One level 1 trauma fast flow systems - h-1200 was received with two h-2 pressure cuffs serial # (B)(4), in good condition. The manufacture date for the device was 2009. The device was powered on, and the h-31b air detector clamp alarm was activated. This immediately confirmed the customer's reported problem. To address the above issue, the technician installed a new air detector block #4 sensor part number 6040050 and powered on the device. The clamp alarm did not activate, confirming once again that a faulty sensor was in fact the issue. The air detector sensor board part number 6040055 was also replaced as a preventive measure. After the above replacements were made, test disposables were installed and the device was powered on. All the alarm functions were tested and passed. The temperature was measured using a tempcheck e5993 due nov 2018 and it was 41.7 degrees which was within tolerance. The device was confirmed to pass all functional and electrical tests.